Event description:
It was reported the patient was experiencing syncope and trouble breathing with vns stimulation. The physician did not believe the syncope was related to vns. The patient had also been seeing a surgeon who reported he was unsure if the syncope was related to vns. The patient's device was disabled on (B)(6) 2016 to determine if the issues reported were related to vns or not. It was later reported the patient saw an ent on (B)(6) 2016 and it was observed that the patient had right-sided vocal cord paralysis. It was noted to be relevant because when the vns stimulates, the left vocal cord meets the right side in the middle and blocks the patient's airway. This was the cause for the reported dyspnea. It was also noted the patient's seizures began due to a car crash and it is uncertain if this is also the reason for the paralysis. Attempts for additional information have been unsuccessful to date.

Event description:
It was further explained that the patient had right sided vocal cord paralysis, which was not associated with vns. However, when the vns would stimulate, the left side would be paralyzed causing the 2 sides to touch. When the two sides touched, it caused the dyspnea and syncope to occur. The vns was programmed off and the patient's parents were told that if the seizures increase, they could come back and be evaluated for a right-sided implant of vns since the right vocal cord is already paralyzed. No surgical interventions have occurred to date.